Manufacturer narrative:
(B)(4).

Event description:
It was reported that a coblator halo wand was used during a tonsillectomy case. After the procedure was performed, the patient suffered a grade b bleeding. Patient outcome unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported lot number 2036789 showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Clinical evaluation was completed and concluded that without supporting medical documentation, a thorough medical assessment cannot be performed. In the event medical/clinical records are received, the clinical task will be re-opened and a thorough assessment will be rendered at that time. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to bleeding or clotting include, but are not limited to: 1-loss of function, inadequate hemostasis (post-operative). The instruction for use provided with the device associated with set-up and use of the device contains warnings and precautionary statements regarding the risk of post-tonsillectomy hemorrhage associated with this procedure. There are no indications to suggest that the device/product did not meet specifications upon release into distribution. Date of event: (B)(6) 2020.